Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, an infrarenal stent graft extension and a limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 9 months post initial procedure during routine follow up, a possible iiib endoleak was identified. The patient is currently being monitored. Additional information: after further review, the initial report to patient ID (B)(6) was submitted with the wrong cfn/fei # (B)(4), which is not associated with the afx product line. Therefore, a corrective initial/final report will be submitted for patient ID (B)(6) with the appropriate cfn/fei # (B)(4). Please see MFR. Report # 2031527-2021-00220. This event per MFR. Report # 3008011247-2021-00029 is thus no longer reportable.

Manufacturer narrative:
After further review, the initial report to patient ID 52064 was submitted with the wrong cfn/fei # (B)(4), which is not associated with the afx product line. Therefore, a corrective initial/final report will be submitted for patient ID (B)(6) with the appropriate cfn/fei # (B)(4). Please see MFR. Report # 2031527-2021-00220. This event per MFR. Report # 3008011247-2021-00029 is thus no longer reportable.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, an infrarenal stent graft extension and a limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 9 months post initial procedure during routine follow up, a possible iiib endoleak was identified. The patient is currently being monitored.